Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4-a partial UDI was provided as the lot number is not known. H6- medical device problem code 2017 clarifier: incorrect removal.

Event description:
It was reported that the procedure was to treat a lesion in the internal carotid artery. The large emboshield nav6 embolic protection system (eps) was advanced to the intended location and the filter was deployed. The acculink self expanding stent (sess) was attempted to be advanced to the target lesion; however, resistance was met with the eps and the sess was pushing the filter of the eps. At this point it was noted that a portion of the delivery catheter (dc) had separated and remained on the barewire. The sess was removed from the patient followed by the separated portion of the dc, barewire and filter. Angiography confirmed nothing remained in the patient. Another emboshield and same sess were used to complete the procedure. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
Visual analysis was performed on the returned product. The reported material separation was confirmed. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported separation. There was no separation noted during preparation or during advancement into the anatomy, indicating that the damage occurred during use in the patient. It may be possible that the distal portion of the delivery catheter was restricted in the anatomy resulting in separation during removal; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling. D4 - lot number updated from unknown to 4011562 h6 - medical device code 2017 removed